Event description:
Pt with diagnosis of aortic and carotid stenosis. Pericardial tissue heart valve inserted. Unable to wean pt from cardiopulmonary bypass machine. Valve removed and reinserted with same outcome. Tee showed no movement of leaflets of valve-nonfunctioning valve. Second valve (mechanical) inserted without difficulty weaning from cardiopulmonary bypass. Pt endured bypass time of 5 hours. Sustained left cva.